Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 60 mg/dl. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. The customer attempted to self-treat by consuming carbohydrates, however the paramedics were called and assisted customer by providing crackers and juice to address bg level. A pump replacement was sent to resolve the issue.